Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample on a vitros eciq system based on the historical tropi es quality control performance, a vitros tropi es reagent issue is not a likely contributing factor to this event. However, given the fact the level 1 control does not adequately evaluate performance of the vitros tropi es reagent for sample with troponin I concentrations < url (0.034 ng/ml), a reagent issue cannot be entirely ruled out as a contributing factor. Even though service actions were performed, there is no definitive evidence to suggest an instrument malfunction is related to the event in question as pre-service precision testing was not performed. An ortho field engineer performed service actions to multiple subsystems of the vitros eciq system. Following these service actions, acceptable tropi es performance has been maintained. In addition, pre analytical sample processing could not be ruled out as a contributing factor, as the customer was not processing the samples in accordance with the sample collection device manufacturer¿s recommendations for sample centrifugation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
The investigation has determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample on a vitros eciq system patient sample result: 1.24 ng/ml versus expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The non-reproducible, higher than expected vitros tropi es patient result was not reported outside of the laboratory and there was no allegation of actual patient harm. This report corresponds to ortho clinical diagnostics (ortho) inc. Complaint number (B)(4).